Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that air bubbles were observed on the "entire tubing line." Bd received additional information through due diligence attempts. It was reported that the event occurred on (B)(6) 2025 between 2101 and 2200. Per report, the pump allegedly did not alarm air-in-line and "allowed copious amounts of air through the pump." The tubing was discarded after the event. The medication that was infusing at the time of the event was zofran at 200ml/hr. There was no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)# additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the suspect pump module having air-in-line issues was not confirmed though a review of the logs or reproduced during laboratory testing. The suspect pump module¿s air detection system was laboratory tested and found to be in specification. Preventive maintenance testing performed on the suspect pump module confirmed the device to be within specification and operating as intended. The review of the suspect pump module and concomitant pcu error logs showed no records associated to the reported incident. The review of the concomitant pcu event log showed that on (B)(6) 2025 at 10:09 am, the user programmed and started a secondary zofran infusion with a rate of 200ml/hr, a volume to be infused (vtbi) of 100ml and a concentration of 1000mg/100ml. The secondary volume infused (svi) was recorded as 0ml. The primary volume infused (pvi) was recorded as 490.146ml, an accumulated total from previous infusions. At 10:39 am, the secondary infusion finished and the primary infusion resumed. The svi was recorded as 100.021ml. At 9:56 pm, the user programmed and started a secondary zofran infusion. The pvi was recorded as 805.825ml. At 10:34 pm, the secondary infusion finished and the primary infusion resumed. The svi was recorded as 200.031ml. On (B)(6) 2025 at 12:42 am, the channel alarmed for accumulated air. The pvi was recorded as 866.048ml. At 12:48 am, the user powered down the system. A single air bolus limit was set to 250l with accumulated air detection enabled. There are multiple smaller single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer, if more sensitivity is desired in air in line detection. However, the profile guardrails may override individual system configuration settings. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the pump module not alarming for air-in-line was not determined. The device was found to be operating as intended with no functional issues found to be attributing to the reported incident.

Event description:
It was initially reported that air bubbles were observed on the "entire tubing line." Bd received additional information through due diligence attempts. It was reported that the event occurred on (B)(6) 2025 between 2101 and 2200. Per report, the pump allegedly did not alarm air-in-line and "allowed copious amounts of air through the pump." The tubing was discarded after the event. The medication that was infusing at the time of the event was zofran at 200ml/hr. There was no patient harm.